Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. (B)(4).

Event description:
It was reported that during the implant procedure, when the physician attempted to connect the lead to the device, there were "difficulties" with the pacing and sensing measurements. After several attempts to connect the lead, the device was removed and a different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. It was noted that device set screw was lodged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.